Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient radiographs were provided. Review of the radiographs reveals slightly distal to the midpoint of the humeral stem there is a bulge in the lateral cortex of the patient¿s humerus. This may well be a fracture caused by the distal tip of the stem during insertion, or possibly caused by hoop stress when the surgeon was impacting the stem into hardened cement. Distal to the stem and lateral to the humeral cortex, there is another anomaly in a shape reflective of linked beads. It is not possible to tell if this artifact is positioned on top of the patient¿s arm, or if there is something lodged in the soft tissue of the upper arm. Three and four part proximal humeral fractures often require cement to secure a prosthesis distally. They also require many sutures to reattach the tuberosities. The global fx surgical technique prescribes a method that includes drilled holes in the humeral shaft prior to cementing the stem (see pages 30-36). The surgical technique recommends drilling holes in the shaft as the first step before inserting the cement and insert the final stem by hand pressure. It is never recommended to impact a stem into hardening/hardened cement (pg 30-32, surgical technique, global/fx shoulder fracture system). No device malfunction was identified. No evidence was found indicating product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Total shoulder arthroplasty was conducted on (B)(6) 2014. It was reported that the not enough information about the procedure was provided from the rep to the surgeon in advance. The device was used for fixation of the stem of global fx. The device was being solid when the surgeon noticed the bone hole where a thread to tie tubers go through had not been prepared. After the surgeon prepared the bone hole and threaded in hurry, the global fx was impacted with a hammer for insertion. It was noted that there was a breakage with the device and the patient¿s humerus after insertion. The operation was completed as it was planned. There was no adverse effect to the patient.